Event description:
A surgeon reported a patient with an unexpected cylinder outcome following intraocular lens (iol) implant surgery. The surgeon reported a lens rotation is planned for best astigmatism management. Additional information was requested from the surgeon; however, he stated he is not able to provide further details regarding the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested from the surgeon; however, he stated he is not able to provide further details regarding the event. (B)(4).